Event description:
It was reported that there was a diagnostic alert for low atrial lead pacing impedance. The real time pacing impedance was measured at a follow-up session and found to be normal. The lead is still in use. There were no patient complications reported as a result of this event.

Event description:
It was reported that there was a diagnostic alert for low atrial lead pacing impedance. The real time pacing impedance was measured at a follow-up session and found to be normal. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance. Daily pace impedance trend data shows a spike of low impedance for a pace= 589 to 0 ohms minimum, unfiltered data between (B)(6) 2010 and (B)(6) 2010, then returns to a baseline at 551 ohms on (B)(6) 2010. 1 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2010 03:00:15.